Manufacturer narrative:
Calibration data was ok. Quality controls were ok on the date of the event. A general reagent issue can be ruled out as calibration and controls are acceptable. The affected sample was stored refrigerated between (B)(6) 2021 and (B)(6) 2021. Sample stability had been exceeded as product labeling for alp specifies that a patient sample is stable for 7 days at 4-8 degrees celsius. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alp2 alkaline phosphatase acc. To ifcc gen.2 on a cobas 8000 c (701) module. The sample initially resulted in an alp value of 6 u/l, which was reported outside of the laboratory to the doctor. The sample was repeated, resulting with a value of 234 u/l. The repeat value was considered to be correct. The alp reagent lot number was 51434801, with an expiration date of 31-jul-2021.